Event description:
It was reported that the implantable pulse generator (ipg) was not holding a charge and the leads had high impedances. The patient underwent a revision procedure wherein the ipg and leads were replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively and the explanted device components were kept by the medical facility. No device malfunction was suspected.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 3157148/3157296.